Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: "10.00/2.5/117 (sphere / cylinder / axis)" should be corrected to "+10.00/2.5/117 (sphere / cylinder / axis)" in supplemental MDR #1. H1: "malfunction" should be corrected to "serious injury" in supplemental MDR #2. Claim#: (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 11.6mm, vtich11.6, -10.00/2.5/117 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection into the eye. The lens was left in the eye and removed and replaced on (B)(6) 2020 within the same surgery and the problem resolved, patient is happy. There was no patient injury. Cause od event "lens got stuck in the plunger". H6- patient code 3191: secondary surgical intervention, exchange. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 11.6mm, vtich11.6, -10.00/2.5/177 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection into the eye. There was patient contact but no injury. It was reported that the surgeon removed the lens within the same surgery. A replacement lens was later implanted and the problem resolved. Patient is happy. Cause of event " lens got stuck in the plunger."